Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was failed. The field service engineer (fse) inspected and found that the drawer left rails were damaged. The fse replaced the drawer rails to resolve the issue and confirmed the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.